Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements on the right ventricular channel. This has lowering gradually over time. Additionally, high pacing thresholds were also observed. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.